Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the cadd administration sets - flow stop might have contributed to causing an infusion issue and a high-pressure error. It was also reported that when the tubing is used without the anti-siphon valve it works fine. The patient did not receive the entire amount of chemotherapy due to this issue, but there were no adverse events reported. When the tubing was changed, medication was administered and completed as intended.